Event description:
It was reported that there was a concerning bend near the white cable lead. While hooked up to the power module, the controller did not transfer data to the monitor. Two different power modules and two different monitors were used but the data was unable to successfully be transferred. The system controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the ¿controller didn't transmit any data to the monitor¿ was confirmed the returned system controller (serial # (B)(4)). The system controller was connected to laboratory equipment and initiating commands via the test system monitor resulted in an error message ¿command not accepted¿. Electrical measurements of the underlying wires within both power cables revealed an opened/severed condition with the communication wire in the white power cable. It was noted the white power cable strain relief appeared to be pulled/damaged. The white power cable was dissected, and visual inspection confirmed a severed/damaged underlying communication wire. The power cable appeared to have sustained mechanical stress on the connector, which severed the communication wire underneath. A root cause of the damaged power cable could not be determined during the evaluation. Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance specifications. System controller (serial # (B)(4)) was shipped to the customer on (B)(6) 2021. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. Heartmate 3 instructions for use ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.